Event description:
Five months after surgery (tibial lengthening) two cortical bone screws broke when the patient was weightbearing. A second surgery was performed by the doctor in order to replace the broken screws. The broken pieces of screws were removed and new screws were inserted in the same holes. The broken screws caused no permanent damage to body function or structure inasmuch as the fracture had already sufficiently healed.